Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient passed out and his wife called emergency medical services (ems). The cgm value was 79 mg/dl and the bg finger stick was 49 mg/dl when he became unconscious. Upon arrival the paramedics gave the patient glucose gel to eat and 20 minutes later he had recovered and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.